Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. Three unpackaged ar-9165cdg batch number 052041 were received for investigation. Upon visual evaluation, it was found that the instrument impactor head blue baseplate adapter is broken in all three devices. Scratches and fading laser etch observed on the shaft. The root cause of the reported failure mode is undetermined. However, a likely reason is the wear and tear damage incurred over repeated usage.

Event description:
On 04/12/2023, it was reported by a sales representative via sems that an ar-9165cdg baseplate impactor has broken blue plastic tips. This was discovered during an unspecified time with no patient effect.